Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event during testing of the unit. Review of the ventilator's diagnostic log history indicated the occurrence of a restart of the ventilator. The service technician replaced the power supply and the cpu board per customer request. As a precautionary measure the service tech also replaced the power switch. Extended self testing and applicable final testing was completed and tests passed per operating specifications.